Manufacturer narrative:
Continuation of d10: product ID 6935m62 lead implanted: (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that almost 8 weeks post implant a rv defib lead impedance alert triggered for the right ventricular (rv) lead due to high and undefined rv coil impedances. It was noted that the alert occurred on the same day the patient had a pocket revision due to patient discomfort. The company¿s technical services were consulted and it was determined that the only out of range was during the timeframe that the patient was in surgery and that the trends are stable, and the impedance is back in range. The rv lead and implantable cardioverter defibrillator (ICD) remain in use and will be monitored. No further patient complications have been reported as a result of this event.